Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel causing inappropriate anti-tachycardia pacing (atp) delivery. It was noted that the rv lead had dislodged. Subsequently a revision procedure was performed where there rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.